Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device failed self- test. The remote service engineer (rse) evaluated the device remotely. It was determined that the device failed self-test. The device was returned to normal after the device manual check. The device remains at the customer site and no further evaluation is warranted at this time.